Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior side assessed as surgical damage and valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: white particles observed in the surface of the shell. No further actions are required as the device was implanted.